Event description:
Indication: common variable immunodeficiency, unspecified pt reports that 2 of the previous pin sets had a damaged needle. One of them was so blunt that he was unable to insert it. Unknown if patient missed a dose. No adverse events reported unknown if patient has defective device on hand for possible return. No additional information reported. Product lot number and expiration date are unknown. Reported to (B)(6) by pt/caregiver. Ref report: mw5161182.